Event description:
Ge infant incubators and omnibeds have potential for infants to fall out of device. The side walls on these devices can be assembled in opposite orientation from left and right resulting in non-latching side walls. Our hospital has witnessed this during routine cleaning and biomed intervened to correct the error and educate the cleaning staff on correct orientation of side walls. Ge's last effort to address this was with a retrofit kit but the kit does not correct mixing up the left and right walls upon reassembly. Reference report: mw5145019.